Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called tandem technical support to inquire about how to stop a bolus request that was being delivered. Reportedly, the customer accidentally requested a bolus that was too large. The customer manually entered "12 unit" into the requested bolus screen, but meant to request a "1.2 unit" bolus. The customer disconnected from the infusion site and tandem technical support assisted the customer on canceling the bolus. The customer reported that 2 units of the 12 unit bolus request had been delivered. At the time of the call, the customer's blood glucose (bg) level was 239 mg/dl. Recommendation was made by tandem technical support to monitor bg level, as the exact units of insulin that had been delivered was unknown. Several hours later, the customer reported bg level was stable and at 222 mg/dl. The customer declined further follow-up and was further educated by tandem technical support on the bolus feature of the pump.